Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 34 mg/. Customer also stated that the insulin pump was not working and had pump error motor arm cannot communicate with the main arm and software error detected. Customer was able to clear the alarm and able to complete pump rewind. Customer was advised to perform a self test and test was passed. It was also stated that customer was unable to check fill cannula history. The insulin pump will not be returned for analysis.